Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Brand name: heartware ventricular assist system : controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2020 / serial #: (B)(4), UDI #: (B)(4). Concomitant medical products: yes, return date: 13-nov-2019, device evaluated by MFR: yes. Dev rtn to MFR? Yes. Mfg date:08-apr-2019 labeled for single use: no. Patient code(s): c76143, device code(s): c63007. Brand name: heartware ventricular assist system : controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4). Concomitant medical products: no, device evaluated by MFR: yes, mfg date: 18-nov-2018 labeled for single use: no. Patient code(s): c76143, device code(s): c63007 product event summary: one controller was returned for evaluation. The pump and one controller were not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the controller log files from (B)(4) revealed two low flow alarms on 24-oct-2019. This is an additional finding not related to the reported event. Log file analysis also revealed three electrical fault alarms starting at 11:11:23 on 24-oct-2019 indicating an open phase on the rear stator. A vad disconnect alarm was logged at 11:15:11, indicating a physical disconnection of the driveline from the controller, followed by another electrical fault alarm due to the rear stator not being connected. The vad disconnect alarm corresponds with the reported removal of the driveline extension cable after vad implantation. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. At 11:16:12, a vad stopped alarm was logged due to a failure of the pump to restart after several attempts. On-site inspection revealed contamination in the driveline connector. A driveline cleaning procedure was performed to mitigate the reported conditions. Of note, it was reported that the electrical fault alarms subsided after the driveline connector cleaning. Additionally, 20 low flow alarms were logged on 24-oct-2019. This is an additional finding not related to the reported event. Review of the controller log files from (B)(4) revealed a vad disconnect alarm was logged on 24-oct-2019 at 14:05:23, likely due to troubleshooting. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. The most likely root cause of the vad disconnect alarm(s) can be attributed to a physical disconnection of the driveline and/or driveline extension cable from the controller. Based on the available information, the reported electrical fault alarms were most likely caused by contamination/foreign material of the driveline cable connector. An internal investigation was conducted to further evaluate issues related to driveline connector contamination leading to electrical faults. Based on the investigation, the most probable root cause has been attributed to design/training issues. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation examined failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation, the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. Serial #: (B)(4). FDA method code(s): 10,4112, FDA results code(s): 213, FDA conclusion code(s): 4310 serial #: (B)(4). FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) stopped, and a controller exhibited an electrical fault alarm. The controller was exchanged and a second controller exhibited an electrical fault alarm. A driveline connector cleaning was performed, and the electrical fault alarms subsided. The second controller is still in use. No patient complications have been reported as a result of this event.